Event description:
The patient experienced pain. She reported that "the battery pack is hurting in her buttocks and the pain goes up to the back". The patient wanted the system explanted. In 2008, the patient reported that her device was not reprogrammed. The patient had her patient programmer replaced. The patient reported that she had or will have surgery to fix the problem. It was unclear if they surgery had occurred; however, the patient noted that she was no longer having problems with her system. She reported that her problems were related to her implanted system. Additional info has been requested, a follow-up report will be sent if additional info becomes available.